Manufacturer narrative:
The abutment screw has not been returned. However the concomitant implant (osseotite® tapered certain® implant 4 x 11.5mm) was returned. Due to the damage to the interior aspect of the implant, it could not be confirmed whether a portion of the fractured screw remained in the implant. However due to the extent and location of the damage, fracture of the screw can be confirmed. Lot information was not provided for the abutment screw and therefore a DHR could not completed. Complaint and non-conformance reviews for the certain® titanium hexed screw product family did not identify any anomalies or trends. (B)(4). Corrections: lot number was documented in error should have been left blank. Checked yes in error, the abutment screw was not received.

Event description:
It was reported that the abutment screw has fractured inside the implant. A portion of the screw was unable to be removed. The doctor has removed the implant and future re- implantation is anticipated.

Manufacturer narrative:
Product has been returned evaluation anticipated. Device evaluation anticipated.